Event description:
The distributor contacted animas on (B)(6) 2013 and reported the display screen was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen was found to be fully functional and illuminated with no signs of fading or discoloration. Unrelated to the complaint, evaluation revealed the audio bolus button cover was missing. The button was responsive and no contamination was found on the button contact.